Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/06/2016. The fse found a leak from the needle bellows which was not properly draining. He observed that the check valve (cv47) to the aspiration was clogged. The fse replaced check valve cv47, which resolved the leak. The instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a bloody fluid leak from a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.